Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's pacemaker was found in back up mode. The device was reprogrammed. The patient was discharged. Further information was requested, but not provided.

Manufacturer narrative:
Correction: please retract this report 2017865-2021-37892, the same event was previously reported as 2017865-2021-38060.